Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Troubleshooting was performed; however, cause of the blockage could not be determined. Customer changed pump supplies and resumed pump therapy.